Event description:
Litigation papers allege: on or about (B)(6), 2006, patient was implanted with a depuy pinnacle hip implant. Patent has sustained significant exposure to metal debris and metallic ions, which puts her at increased risk of contracting a serious latent disease. She has also experienced pain. There is no mention of revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update: (B)(6) 2012 pfs was received from legal. Medical records were received from legal. Part/lot information was identified. Although litigation reported this as metal on metal, product information indicates the patient had poly on metal. As the litigation has already been reported, and there is no reported serious injury or malfunction (patient has not been revised), the reporting requirements have been met. The remaining devices are being added to the complaint at this time as non reportable. Records are available for further review. (Right hip) the devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: on or about (B)(6) 2006, patient was implanted with a depuy pinnacle hip implant. Patent has sustained significant exposure to metal debris and metallic ions, which puts her at increased risk of contracting a serious latent disease. She has also experienced pain. There is no mention of revision surgery. Update: 12/14/12 pfs was received from legal. Medical records were received from legal. Part/lot information was identified. Although litigation reported this as metal on metal, product information indicates the patient had poly on metal. As the litigation has already been reported, and there is no reported serious injury or malfunction (patient has not been revised), the reporting requirements have been met. The remaining devices are being added to the complaint at this time as non reportable. Records are available for further review.

Manufacturer narrative:
(B)(4).

Event description:
Ppf and sticker sheets received. There are no new allegations reported. Added updated patient's initials, updated law firm, and updated part and lot numbers of screw. Doi: (B)(6) 2006 - dor: none reported (right side).